Event description:
On (B)(6) 2013, it was reported that this vns patient¿s seizures had increased. The patient¿s blood work showed low lamicatal levels. The patient¿s device was disabled on (B)(6) 2013. The physician voiced concerns that the patient was possible drug seeking.

Event description:
Follow up with the physician found that the patient was doing much better. The vns device is still turned off, but the medications have increased. The physician's office would not provide information on which medications were increased, but stated that, per the physician, the increase in seizures was due to the medication. The physician does not believe the increase in seizures was related to vns and stated that the patient also has pain management issues and drug seeking behavior. Additionally, the increase was not above baseline levels. The patient would like the vns to stay off at this time as she has again become seizure free with the medication increase. The patient has absence and grand mal seizures. The patient has not had grand mal seizures for several years. The increased seizure report was in regards to the absence seizures. However, it was re-iterated that the physician does not believe the increased seizure frequency was related to vns and was due to the patient's co-morbid conditions. No other information was provided.

Event description:
On (B)(6) 2013, the patient reported that she needed to be seen by the physician to turn the vns device back on. Two months prior, the patient insisted that the vns device be disabled because she experienced an increase in seizures after her replacement surgery. The physician agreed to turn off the vns to see how the patient did without therapy. The patient said that she was doing well until the week prior when she had two grand mal seizures. After talking to the physician, the patient reported that the physician had increased her stress level because he had convinced her primary care physician that she was drug seeking for pain medications. The patient was very upset and stated that she believes the physician has caused the increase in seizures. The patient stated that she wanted to wait another week before deciding if the device should be turned back on. No other information was provided. The physician was informed about the patient's reports.